Event description:
Lens replacement due to post-operative refractive error. The explanted lens was not returned for eval. Only the lens catalog number was identified. No other info was provided to the MFR.